Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers kept failing and were not opening. The customer attempted a recovery, but it did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all drawers kept failing and did not open. A field service engineer (fse) changed the drawer controller boards on drawers 4.1 and 4.2 after which the issue was resolved and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.